Manufacturer narrative:
The patient had primary bilateral hip replacement on (B)(6) 2007. The patient developed a significant pseudo-tumour, elevated cobalt levels and experienced pain. The surgeon noted that the tumour was visible on MRI scan. There are no x-rays or MRI imaging available. We were informed that no products, x-rays or further information was available. The complaint was transferred to investigation on 4th october 2012 for a review of the complaints database for any previous complaints. A search of the complaints databases found no other complaints detailing the batch numbers provided. A review of the dhrs (device history records) was not carried out as the investigation found the incident was not batch related. As there were no products or x-rays returned, no further investigation could take place. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient developed a significant pseudo-tumour, elevated cobolt levels and experienced pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.